Event description:
Complainant indicated that the device displayed "pacer fault 117" and "bridge test failed" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.